Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced leaks in past 2nd o ring, the pump was exposed to moisture and the pump was stopped working. The customer reported, a blood glucose value of 500 mg/dl. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-396a and mmt-1880. Troubleshooting was performed. And the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. And the customer was not used the auto mode feature. No further patient complications were reported. Product return requested for mmt-332a. Customer declined to return or is unable to return. No product return is required for mmt-396a. Product return was requested for mmt-1880. The customer will discontinue using the device. And the customer response was, that the device will be returned.

Manufacturer narrative:
Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on 20-nov-2024 at 18:50:35.000 until 18:51:40.000. Pump error 43 confirmed in the history/trace files on 10-oct-2024 at 17:53:46.000 until 21:15:10.000. Pump was cut open to perform visual inspection. Per visual inspection found moisture damage on electronic assembly and motor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded home switch, cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained and faded). In conclusion, unable to confirm no current code/category due to pump error 38. Pump error 38 and pump error 43 alarms confirmed during rewind and in the pump history/trace files due to moisture damage on electronic assembly. Unable to confirm high/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.